Manufacturer narrative:
(B)(4).

Event description:
During a left coronary diagonal (~2.5mm rvd) ostial atherectomy using a 0.9 mm x .80 mm spectranetics elca device, a small perforation occurred. A stent was placed as well as prolonged post dilatation. These modalities resolved the bleeding. The patient remained stable throughout the remainder of the procedure. A post-operative echo was performed, no pericardial effusion was noted. The patient exited the cath lab in stable condition. This report is being made against the elca as the mechanism of injury.